Event description:
Edwards received information that a bioprosthetic aortic valve required transcatheter valve-in-valve intervention via a clinical trial after an implant duration of fourteen (14) years and four (4) months due to severe calcified stenosis and mild regurgitation. The procedure was performed by transfemoral approach. The patient was reported to have been discharged.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. If additional information is received a supplemental MDR will be submitted. Based on the information received the root cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.